Event description:
It was reported that the holding tip of the plate holder broke. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The plate holder and tip were returned for evaluation. Visual inspection showed that the product met specifications. The plate holder worked fine, but the tip was broken and irreparable. As stated in the cleaning guide, it is vital to inspect the plate holding tip after use for possible cracks and to replace if needed. No product fault was detected and the cause was determined to be normal wear and tear.